Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received readings of 30 mg/dl, 40 mg/dl, and 113 mg/dl within ten minutes on the compact plus system. On another day, the customer received readings of 40 mg/dl and 114 mg/dl within ten minutes on the compact plus system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.